Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that in 2009, post stenting of the distal circumflex artery with a xience v stent, a dissection occurred. A second stent was placed to cover the dissected area. There were no pt complications, and the event resolved without sequelae the same day. The pt was discharged home two days later. There is no additional info available.

Manufacturer narrative:
Dissection, as listed in the xience v IFU and risk assessment matrix is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). In this case, there was no report of any product malfunction at the time of the stent implantation.